Event description:
It was reported that the user and a caregiver experienced difficulty pairing a new dexcom g6 continuous glucose monitor (cgm) to the ilet pump, with the cgm menu displaying ¿start sensor¿ and the transmitter showing zero sessions remaining after re-entering the transmitter serial number. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or therapy and no alerts or alarms. Customer support included telephone troubleshooting and user education, including re-entry of the transmitter serial code and guidance to wait for pairing. Investigation of this case revealed an unsuccessful cgm pairing likely related to a transmitter at end of allowable sessions, with responsibility for the pairing failure not attributed to a specific device component. It was concluded, based on previously established findings for similar reports, that user guidance and transmitter replacement when sessions are exhausted would resolve the issue.